Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that after changing the battery, the display remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: visual inspection of the pump showed no cosmetic defects. On startup, a dim and discolored screen was observed. Pump casing was removed, the display was replaced with a test display and the test display was functioning properly.